Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported power issue was due to a defective cable of the dc adapter. The power cable was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device dc adapter failed to provide power to the unit. There was no patient injury reported as a result of this incident.